Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01348. This report is being submitted as additional information. Patient age corrected. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The report of low voltage alarms was confirmed through evaluation of the submitted log files. Analysis of the log file data showed alarms for low voltage were captured throughout the log files due to the system being connected to depleted batteries. The alarms resolved when the batteries were exchanged. The hmii instructions for use and patient handbook explain how to charge batteries and exchange power sources. No atypical events were captured and the system showed device operation above the low speed limit for the duration of the log file. The evaluation of the replaced portion of the driveline did not reveal any damage that would have contributed to a functional issue. The replaced portion of the driveline was returned measuring approximately 15.5". A clamshell from a prior repair was present. Visual examination of the driveline did not reveal any insulation breaches. Electrical continuity testing did not reveal any discontinuities or shorts. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short or functional issue. The account reported the driveline repair was an elective procedure to upgrade the patient from an epc to a pocket controller. No interruptions in device therapy were reported. No interruptions in device therapy were reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2018 the technical service representative was onsite to perform a cosmetic percutaneous lead (driveline) replacement. The electrical continuity test did not reveal any broken wires. Most of the driveline was replaced with no issues. Log files did not reveal any pump stoppages or abnormal pump operation. No additional information regarding the driveline issues was reported.